Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 19.3 cm to 19.8 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.